Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (gong alarms and damaged monitor case) has been confirmed. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. Additionally, the monitor would not power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the damaged connector was excessive force. The device is designed to meet iec 60601-1 mechanical requirements. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving frequent gong alarms and that the patient's monitor case was damaged.